Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. Investigation summary: bd received two samples for investigation. The indicated failure mode for the missing IV shields was observed in the customer samples and shown in the attached photos. Additionally, ten retained samples were visually inspected, and no missing IV shields were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using two (2) bd preset¿ eclipse¿ devices, there was 1 clean needle stick, but 2 devices were missing the safety shield. No adverse impact was reported regarding the patient or user.